Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pfs and medical records received. After review of the pfs and medical records for MDR reportability,primary surgical notes were provided for the left hip. Litigation is for the right hip and they alleged pain, discomfort, inflammation, elevated metal ion levels, pain when moving, limp, and the sensation of weakness or the hip giving out on him. Metal ion levels provided were nonreportable, below the 7ppb. This com is for the left hip. Update rec'd 03/09/2017 litigation documents received. Litigation alleges patient suffers from extreme pain, discomfort, soreness; malaise; swelling; loss of energy; immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum.

Manufacturer narrative:
(B)(4).

Event description:
The patient's initials was updated. The patient underwent bilateral total hip arthroplasty.

Manufacturer narrative:
Additional narrative: pfs and medical records received. After review of the pfs and medical records for MDR reportability,primary surgical notes were provided for the left hip. Litigation is for the right hip and they alleged pain, discomfort, inflammation, elevated metal ion levels, pain when moving, limp, and the sensation of weakness or the hip giving out on him. Metal ion levels provided were non-reportable, below the 7ppb. This com is for the left hip. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.